Event description:
The account alleges that only one of the four brakes was functioning, when the brake pedal was engaged, resulting in the brake not holding.

Manufacturer narrative:
The technician discovered that the brake/steer rod had not been installed, when the device was originally delivered and set up. It was still stored in the base of the device. The technician installed the brake/steer rod to the brake/steer pedals, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.